Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry vision, nausea, and headaches. The iol was later exchanged. Additional information has been requested.

Manufacturer narrative:
(B)(4).